Event description:
It was reported that prior to starting a da vinci si surgical procedure, the wire on the megasuturecut needle driver instrument was snapped. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.